Event description:
Customer reported the monitor went white, then black during fluoro. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and returned the system to extended fluoro mode for customer. System operates as intended.